Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the planned/non-emergency treatment and it was completed in another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Analysis of system log file does not show any startup related problem. Upon functional testing, fse found that the issue was due to defective single phase ups controller. To resolve the issue, fse put the ups controller into bypass, started the system and performed fluoro and movement checks. The biomed stated that the controller will be replaced on their own with the available controller onsite. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system did not turn on. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.